Event description:
Physician implanted a size f striped yellow lps femoral. They mistakenly used an incorrectly sized striped yellow ab instead of striped yellow ef articular surface component. Device remains implanted.